Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set separated and leaked. The following information was received by the initial reporter with the verbatim: on the happen of circumstance, before yesterday, we did not have chemo spill. However, on 9/7/23 we did have an issue involving a disconnected bd phaseal optima injector n35-o from the bd alaris pump infusion set ref 11532269 lot: (10)23035071 / exp: 2026-03-06. Paclitaxel 150mg/275ml ns spilled onto the reciveing patient attributed to a loose/disconnected n35 syringe connector.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.